Event description:
A pt was experiencing an intermittent shocking/jolting sensation in the location of the parasthesia area. The shocking/jolting sensation was being felt since a revision was completed in (B)(6) of 2009. The pt had fell prior to the lead revision in 2009, and again 3 weeks prior to (B)(6) 2010. Impedance measurements were checked and determined to have been within normal range. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).